Event description:
The report indicated that the customer's bg levels had increased gradually over a five hour period resulting in a high reading (417mg/dl) despite multiple boluses. After experiencing the high bg, she administered a manual insulin injection. A kink was reportedly seen in the cannula, though no pod alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the ink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.